Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no signal. Cables, connectors or sources. Capture card, motherboard, power supply. Sdc firmware. Over-heating. Sdc application software, clarity package. Clarity algorithm. Manufacturing defects. Use error. Cybersecurity. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was image loss for 10 minutes during procedure. Please note that the procedure was completed successfully with no reports of adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss for 10 minutes during procedure. Please note that the procedure was completed successfully with no reports of adverse consequences.